Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose. Blood glucose at the time of incidence was dropped down to 2.2 mmol/l. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at time of incidence. The insulin pump will not be returned for analysis.